Event description:
It was reported that the user experienced recurrent postprandial hyperglycemia while using the ilet, noting a pattern of highs after meals; device data indicated insulin was being delivered and blood glucose was beginning to trend downward. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization, no alerts or alarms, and no additional clinical intervention beyond monitoring and education. Investigation included review of device performance data and troubleshooting with user education. Investigation of this case revealed no device malfunction detected and no component failure observed, with hyperglycemia cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.